Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had noise oversensing. Isometrics and pocket manipulation were performed to troubleshoot cause of noise. The lead remains in use. No patient complications have been reported as a result of this event.